Event description:
Stryker tourniquet used on pts. Right leg during the case. Approximately half way through the case, I noticed that the tourniquet screen was black and unable to pull up any date but tourniquet was still working throughout the case just screen was black.